Event description:
A malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level was 558 mg/dl. The customer had not addressed the elevated bg at the time of report but stated emergency medical services (ems) advised customer to go to ER. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.